Manufacturer narrative:
The esheath was returned to edwards for evaluation. Preliminary visual evaluation revealed delamination at the distal tip, no distal tip damage, no c-marker band, a tear on the liner, the sheath shaft liner was fully expanded, and a minor kink approximately 1.5" from the distal tip. No scratches were observed. The introducer and sheath shaft had slight curvature due to patient anatomy. Investigation is ongoing.

Manufacturer narrative:
Liner delamination and separated marker were confirmed. Dimensional testing and functional testing was unable to be performed as the sheath was returned with an expanded liner. This sheath was used for off-label thv implantation in the tricuspid position, and was inserted into the right interior jugular vein. It is likely that this type of access resulted in the difficulty encountered. A non-optimal withdrawal angle may cause the delivery system to negatively interact with the sheath liner, resulting in the reported withdrawal difficulty. The interaction also likely contributed to the delamination and the delamination resulted in the marker band becoming exposed and separated. The liner delamination was able to be replicated in a previous complaint using a sample sheath and delivery system. During manufacturing, the esheath undergoes 200% inspection. The inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. While no manufacturing non-conformances were identified in the product evaluation, a corrective action was previously initiated to address this type of failure. Actions included increasing the tecoflex trim length to 1 mm and repositioning the marker band further proximal under the liner. The CAPA was closed no additional dislodgements occurred for 6 months. This is the first confirmed occurrence since corrective actions were fully implemented. The occurrence rate is below the predicted failure rate documented in the fmea. No manufacturing non-conformances or IFU/labeling inadequacies were identified. Review of complaints history for november 2015 did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transcatheter heart valve procedure in the tricuspid position, the operator experienced insertion difficulty which was overcome by additional force. After valve deployment and upon removal of the esheath, the radiopaque tip of the esheath separated from the sheath and embolized in the innominate vein. Upon esheath inspection, a kink/fold was noted at the distal tip. A brief attempt was made to retrieve the embolized tip of the esheath using a snare, but this was unsuccessful. The team elected to leave the embolized portion in place.